Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128, lot# va317ln, implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that sometimes the area where the implant was located in their upper back feels kind of hot. Patient stated that it was not hot to the touch, but it was a lot warmer than where the wire goes in. The patient was redirected to their healthcare provider to further address the issue.